Manufacturer narrative:
The technician found liquid spilled into the right head side rail center arm assembly. The technician cleaned and lubricated the right head side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The nurse reported that the right head side rail is not staying latched. If the lever is pushed in it will stay latched. Bed is in the storage room at the facility. There was no pt/user reported. This report was filed in our complaint handling system as complaint # (B)(4).